Event description:
The hospital reported a leak greater than 4.5 lpm during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine was replaced to resolve the issue. No report of patient involvement. (B)(4).